Manufacturer narrative:
The device was received for evaluation. A batch review revealed no issues that could have caused or contributed to the reported issue. Visual inspection was performed under magnification and revealed a long cut in the upper left side of the bag. Functional leak testing was performed and revealed a leak on the upper right side edge of the bag. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix total parenteral nutrition bag leaked from a small hole on the upper right seam. This occurred prior to use. There was no patient involvement. No additional information is available.